Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run". Bubbles noted in the cassette tubing. Patient not affected. Residual vol: 17.9, rate: 63/24, given: 230.75".